Event description:
A nurse reported having trouble with the foot pedal intermittently for the past couple months. The surgeon is unable to advance through the programs with the foot pedal. Cases are completely manually advancing by pressing the buttons on the screen. There was no impact to the patients. This is the second of three reports for this facility.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).